Event description:
Information received from a healthcare professional via a manufacturer representative reported that when fastening the screw on the implantable neurostimulator (ins), he was not able to fasten it. The hcp tried several times without success and decided to take another ins, which connected successfully. The hcp could not find any issues and in his opinion the screw must be defective. No symptoms were reported. The issue was noted as resolved. The consumer¿s medical history included incontinence. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found the setscrew was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the one elect. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated device settings as follows: active program 1, 0 v, 210 us, 14 hz, 2+0-, with cycling off and battery results ok.